Event description:
Pt is status post bilateral total knee replacements in 1996. In 1998 pt underwent revision right knee replacement to replace failed tibial insert. In 2002 pt presented to orthopedic surgeon after feeling a "pop" in left knee when getting out of a chair. Pt underwent revision left total knee replacement twelve days later to replace failed tibial insert.